Manufacturer narrative:
Device history record (DHR) - investigation: the batch number could be verified (dentist reported wrong lot number 3870410319 instead of lot no. 38701410319). Our manufacturing quality system assures that production and process controls are in place to ensure that batches confirm to the applicable specifications before they are distributed. The infection of the endosseous dental implant during the healing phase is a known inherent risk of the treatment with dental implants. The manufacturer's trend analysis confirms that the reported early failure rate associated with its dental implant is below the expected failure rate for this treatment as published in scientific literature. Antibiotic prescription is considered a useful protocol in preventing infection after dental implant surgery. The dental professional should evaluate the oral hygiene status, the amount of surgical trauma, and the overall patient health in order to determine the need or indications of such prescription.

Event description:
The clinician reported that infection was developed 7 days post surgery, the dental implant was removed, and antibiotic was prescribed. During the dental implant placement surgery the implant was placed immediately after tooth extraction in the same intervention. Antibiotic was not prescribed the day of surgery. Patient was hospitalized until infection was resolved and the patient returned home without any further problems, injuries or complications. The implant site will be let to heal until a new implant can be inserted.